Event description:
The lead was returned to the manufacturer with no claims of performance issues. Follow up with the physician's office was conducted and no additional information was available. The lead was analyzed and tested out of specification. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to abrasion while in vivo. Concomitant medical products: a 5086mri58 implantable pacing lead: (B)(6) 2013. (B)(4).